Manufacturer narrative:
Patient's weight updated. Event information updated. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot #10090707c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the clip deployed in the open state as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a post polypectomy site in the colon. According to the complainant, during the procedure, the clip did not close its arms when it was released from the catheter inside the patient; it remained in the open state. There were no patient complications as a result of this event. The procedure was successfully completed with another resolution clip. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a resolution hemostasis clipping device was used to treat a post polypectomy site in the colon. According to the complainant, during the procedure, the clip did not close its arms when it was released from the catheter inside the patient; it remained in the open state. There were no patient complications as a result of this event. The procedure was successfully completed with another resolution clip. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Updated event information received on (B)(6) 2011: "according to the complainant, during the procedure, the clip did not close its arms when it was released from the catheter inside the patient; it remained in the open state. The open clip was retrieved from the patient using forceps. There were no patient complications as a result of this event. The procedure was successfully completed with another resolution clip."